Event description:
It was reported that a patient presented with chest pain. The patient was brought to the emergency room; device interrogation revealed unacceptable capture threshold on the atrial lead. Programming changes were performed tor resolve the issue. The patient was stable before, during, and after the changes.